Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the device was programmed at high output as the left ventricular [lv] lead thresholds were high because the lead was not in an "optimal" position. The device was explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion. Performance data revealed time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.626 to 2.606 volts between (B)(6) 2012. Two - patient alerts for low battery voltage on (B)(6) 2012, 02:15:00 and (B)(6) 2012, 02:15:00.